Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device was not returned for evaluation. If returned and evaluated a supplemental report with findings will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information through its implant patient registry that a 21mm 3300tfx aortic pericardial valve was explanted after a duration of four (4) year and eleven (11) months due to unknown reason. A 21mm 11500aj aortic valve was implanted in replacement. There was no allegation of device malfunction. It was unknown if the device will be returned at this time.

Event description:
Edwards received information through its implant patient registry that a 21mm 3300tfx aortic pericardial valve was explanted after a duration of four (4) year and eleven (11) months due to hardened leaflets. A 21mm 11500aj aortic valve was implanted in replacement. There was no allegation of device malfunction. The device was not returned for evaluation as it was discarded at the hospital.

Manufacturer narrative:
Updated: b5, e1, f10, h6, h10. H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device cannot be returned for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.